Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device and the lot number of the device is unknown; therefore, a review of the device history records was not performed. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. It was reported a patient slipped and fell in the garage and began having increased pain, decreased range of motion, trouble bearing weight, crepitus, and the knee locking up. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Two (2) months post-implantation, the patient reported experienced a fall which led to increased pain, decreased range of motion and trouble bearing weight. Two (2) months following the fall, the pain continued with the feeling of the knee moving and locking up. A knee aspiration was performed that was negative. A second knee aspiration done two weeks later that was also negative and a cortisone injection was given. Five (5) months post-fall, the patient outcome is pending as the pain, swelling, crepitus and range of motion and weight bearing issues continue regardless of intervention. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: psn mc ve asf l 10mm 8-11/gh: catalog#42512100910, lot#66682443; psn all poly pat ply 38mm: catalog#42540000038, lot#66526117; unknown tibial tray: catalog#ni, lot#ni; biomet bc r 1x40 us: catalog#110035368, lot#w49aak1701. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.